Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the tip of the trocar was fractured. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  Based on the evaluation of the returned product, the root cause could not be determined; however, the incident may have resulted from inserting the unit without applying the recommended rotation. The applied medical instructions for use (IFU) states, "under direct vision, introduce the system by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions until the tip of the obturator enters the peritoneal cavity." This document represents our final report.

Event description:
Lap ovarian cystectomy- "the surgeon inserted trocar and noticed the tip was bent or loose. The surgeon removed the trocar to inspect it. The surgeon found the tip of trocar was bent or broke."patient status: unknown.